Event description:
As reported via the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, there was difficulty with crossing the native annulus with the edwards retroflex3 delivery system and sapien valve. According to the case summary, the first edwards sapien valve was advanced around the arch. The operators tried diligently to cross the native valve. After several maneuvers to cross, the attempts failed. The operators tried to do a buddy balloon technique. This entailed crossing a non-edwards balloon in the annulus and inflating it to try to take up the space of the inferior commissure in order to allow the sapien valve to cross. During positioning of the sapien valve, and before the valve crossed the native annulus, the assisting physician started inflating the sapien valve instead of the buddy balloon. The distal portion of the sapien valve flared making it impossible to cross the native valve. A decision was made to deploy the first sapien valve in the descending aorta just above the iliac bifurcation. A second edwards sapien valve was prepped. Due to crossing difficulty the first time it was decided that another bav attempt would help with crossing. However, crossing difficulty was still a problem with the second valve and a pigtail was placed across the valve from the contralateral side with another extra stiff amplatz wire. With a back and forth motion, the valve was crossed and was subsequently implanted properly as prescribed. The patient was recovered in ICU. The next day the patient was awake and alert. Please note: this event refers to the crossing difficulty issues encountered during deployment of the first edwards sapien valve.

Manufacturer narrative:
Per the ifus, difficulty crossing the native valve may be due to anatomical and/or procedural factors, including heavy calcification, wire bias into commissure, horizontal aorta, tortuous thoracic aorta, flex catheter kinked, and incomplete bav. In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. The training guide, for the edwards sapien valve with the rf3 delivery system, provides standard techniques for advancing the bav device across the native aortic valve, predilation, balloon valvuloplasty, and techniques to reduce risks such as loss of pacing capture, repeat bav if the position is not stable during bav. In addition the physicians are trained to take into account obstruction of left main from bulky leaflet calcification, to assess ar and to evaluate leaflet trauma during bav. The root cause for the reported event could not be confirmed; however in additional to the procedural factors, the patient was noted to have a horizontal aorta with severe aortic leaflet calcification which could have caused or contributed to the reported event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.